Event description:
A pt reported blood glucose results of 236 mg/dl, and 140 mg/dl with a lifescan meter, performed within 10 minutes of each other. The customer service representative walked the pt through two consecutive control solution tests and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Meter was replaced.